Event description:
This unsolicited device case from (B)(6) was received on 01-dec-2015 from a medical doctor. This case concerns a male patient (with unspecified age) who started treatment with synvisc one injection in his ankle for the management of osteoarthritis (off label use) and later experienced synovitis and inflammation at the injection site and the site was sore but was not red or swollen. The patient's past drugs included first and second administration of synvisc one which was uneventful. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2015, the patient received treatment with third intra-articular synvisc one injection in his ankle for the management of osteoarthritis (off label use), with batch/lot number: 5rse008 with expiration date: mar-2018 (dose and frequency: not provided). On an unknown date in (B)(6) 2015, patient experienced synovitis and inflammation at the injection site. Also, on an unknown date in (B)(6) 2015, the site was sore, but was not red or swollen. The patient was prescribed prednisolone for management. It was reported that reactive synovitis was fully recovered but was not benefitted from synvisc. It was reported that both the events were fully recovered within 4 days. The reporter's causality assessment with the product was certainly related to the event. Action taken: no action taken. Corrective treatment: prednisolone for synovitis and inflammation at the injection site and site was sore but was not red or swollen. Outcome: recovered/resolved for synovitis and inflammation at the injection site and site was sore but was not red or swollen. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 5rse008 with expiration date (03/2018)was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot #5rse008, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 01-dec-15, this was the only complaint on file for lot # 5rse008: (1) adverse event report. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Reporter causality: certainly related. Seriousness criteria: required intervention for synovitis and inflammation at the injection site and site was sore but was not red or swollen additional information was received on 02-dec-2015. The ptc results were added and text was amended accordingly. Additional information was received on 19-feb-2016. Action taken was updated from unknown to no action taken. The outcome for the events synovitis and inflammation at the injection site and site was sore but was not red or swollen was updated from unknown to recovered/resolved. Reporter causality was added. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a medical doctor. This case concerns a male patient (with unspecified age) who started treatment with synvisc one injection in his ankle for the management of osteoarthritis (off label use) and later experienced synovitis and inflammation at the injection site and the site was sore but was not red or swollen. The patient's past drugs included first and second administration of synvisc one which was uneventful. No medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2015, the patient received treatment with third intra-articular synvisc one injection in his ankle for the management of osteoarthritis (off label use), with batch/lot number: 5rse008 with expiration date: mar-2018 (dose and frequency: not provided). On an unknown date in (B)(6) 2015, patient experienced synovitis and inflammation at the injection site. Also, on an unknown date in (B)(6) 2015, the site was sore, but was not red or swollen. The patient was prescribed prednisolone for management. Action taken: unknown. Corrective treatment: prednisolone for synovitis and inflammation at the injection site and site was sore but was not red or swollen. Outcome: unknown for synovitis and inflammation at the injection site and site was sore but was not red or swollen. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 5rse008 with expiration date (03/2018)was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot #5rse008, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 01-dec-15, this was the only complaint on file for lot # 5rse008: (1) adverse event report. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for synovitis and inflammation at the injection site and site was sore but was not red or swollen additional information was received on 02-dec-2015. The ptc results were added and text was amended accordingly.